Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 4.838 mg/day via an implantable pump for non-malignant pain. It was reported that an issue occurred where the healthcare provider didn¿t schedule the patient with the correct refill date and her pump went dry. It was later clarified at the time of the reported that the pump didn¿t actually run dry as there was still some drug in the pump but very little. The patient went to their healthcare provider as fast as they could to fill it back up. It was noted that they had refilled the pump but provided no explanation of why they made the mistake. After the incident they had the patient going in every 2 days for increases. The patient had experienced horrible withdrawal symptoms at the time. The patient was thinking about having the pump removed. They were going to do a dye test to check the system. The date of the event was described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Physician listings were provided as requested. No further patient complications have been reported as a result of this event.